Event description:
Inappropriate shocks were reported. The implantation time is unknown. No adverse patient side effects have been reported. The lead and the ICD were explanted.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol2. The device was implanted for 44 months and 51 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the ventricular channel. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis of the ICD revealed no indications of a material or manufacturing problem. The analysis of the lead, as well as the analysis of the ICD. Did not reveal any sign of a material or manufacturing problem.